Event description:
The pt experienced a decline in performance. There were multiple open and short circuits noted along the electrode array. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.